Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the dxc700 au clinical chemistry analyzer. The fse inspected the instrument and found that all electrodes were due for replacement. The fse replaced all ise (ion selective electrodes) sodium, potassium, and chloride which resolved the issue. No further issue noted after replacing the electrodes. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the dxc 700 au clinical chemistry analyzer generated false low ise (ion selective electrodes) patient results with low anion gaps. The customer did not provide patient demographics and the number of samples affected is unknown. There was no report of change to treatment, injury, or death associated to this event.